Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Date of event: (B)(6) 2021.

Event description:
The customer reported that there¿s an issue with the backup battery or power supply. The customer reported that the unit was not in use on patient. The customer contacted product support and needed some troubleshooting on the charging circuit of a v200. He verified there was no 27 dc volts coming out of the v200. It could be a battery below the minimum volts and the charging circuit is not recognizing the backup battery. He will check with another v200 and confirm a good battery and a good charging v200. He will back them up to one another and check the battery and charging circuit. The customer confirmed, the backup battery is good, and it will need a power supply. Customer will need to order part for the repair of the unit.